Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Paring test was performed and the test did not pass. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and the receiver that occurred on (B)(6) 2016. Advised patient to verify that the transmitter ID was entered correctly into his receiver. Advised the patient to stop the sensor session and paperclip reset the receiver. Pairing was never completed on the receiver. The patient was then advised to forget devices in the bluetooth settings, turn bluetooth off and on, remove and reinstall the g5 application, and then manually enter transmitter ID by hand. Pairing was never completed on the application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/24/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.